Event description:
The customer's biomedical engineer reported to the service depot on 07 october 2009 that a colleague cx volumetric infusion pump single channel had failure code 810:11. This event occurred in the ICU (intensive care unit) during patient therapy with the patient connected. Therapy was stopped/interrupted for an unknown length of time. According to the customer, there was no adverse event, patient injury or medical intervention associated with this report. The software version of this pump (B) (4) and has been categorized as colleague 2006. There is no additional information is available.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.safety data sheets were faxed to the customer. This issue was due to use error. The assays and architect instrument were performing within labeling. No further investigation is required. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated upon changing the architect anti-hcv and hiv ag/ab combo reagents, one of the six possible solutions splashed into a technician's eye. The technician immediately rinsed their eyes with water. No eye protection was being worn when the splash occurred. There was no report of injury or medical treatment.